Event description:
Failed implant, (B)(6) placed 20 years ago. Was augmentation performed during surgery? No. Was a membrane used? No. Assessment of hygiene around implant: fair. At the time of the event or implant failure? Removal, was there (check all that apply)? Mobility. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".